Event description:
It was reported that during a total hip, the device was leaking. A backup handpiece was used to complete the procedure and there was no delay. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated when the investigation is completed.